Event description:
The patient is a middle aged female with a history of a left total knee arthroplasty performed at separate hospital approximately two years ago. Unfortunately, the patient continued to have pain after surgery. She was followed carefully by her operating surgeon and ultimately saw a provider at our institution for an opinion as well. Over time, it became clear that there was loosening of the tibia component. A workup for infection was negative. After reviewing options with the patient, she elected to proceed with a revision surgery. Items were explanted and sent to risk management including the femoral, tibia and patellar components and polymer.